Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit due to the batteries being left out of the insulin pump for a prolonged period of time. Customer also reported that the insulin pump was exposed to fluid at the beach and fluid is visible in the display of the insulin pump. Customer was unable to clear the alarm on the device and also mentioned noticing numbers ramping up on their own. Customer's current blood glucose reading is 185 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected battery out limit. No button error alarm. Insulin pump intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip. Insulin pump received with moisture damage in electronic assembly.